Event description:
It was reported that the device exhibited a power on reset (por) according to a remote monitor transmission sent in from the patient. Performance data from the device was reviewed and it revealed that the por was due to a critical ram parity error. The reset will be cleared at the next scheduled office visit in one week and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5086mri58 x2 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset due to a critical ram parity error on 2013 (B)(4). The parity error is of low severity and the device should be able to recover after reset.